Manufacturer narrative:
Correction: section b5 - describe event or problem: the b5 statement should have been "it was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue" rather than "it was reported that the patient's ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue." Correction: section h-6 - adverse event problem: the medical device problem code should have been 2017-improper or incorrect procedure or method rather than 3283-wireless communication problem. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.